Event description:
The hospital reported a patient was connected to an aisys when it was alleged there was a problem with delivery of o2. Reportedly, the patient desaturated. There was no patient injury. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient identifier, ethnicity, and race information not provided. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The root cause of the patient desaturation is use error due to incorrect settings for the patient (500 ml/minute of fresh gas flow with 30% o2). The aisys alarmed for low fio2 (fraction of inspired oxygen) at 21%, and the user silenced the alarm. The low fio2 setting is sufficient to cause the reported desaturation.